Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered pain, infection, urinary problems, bleeding, dyspareunia, and recurrence of initial problem. No further info has been provided.